Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient did not receive adequate pain relief from the device. He opted to have it explanted. He was reprogrammed multiple times.    Device was discarded.  Issue resolved.  No device malfunction was reported.